Event description:
A customer reported the dxc 800 pro instrument generated six (6) false low creatinine (crem) results. The results were reported outside of the laboratory. The customer reran the patient samples on a backup instrument and amended the results. There was no impact to patient treatment.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse found the reagent tricontinent syringe was not sealed and replaced the syringe. This resolved the issue. (B)(4).